Manufacturer narrative:
Report number: 1038671-2023-02133 d10 concomitants: (B)(6) 02-010-06-0532 - tru post. Aug. Size 3, 10mm (B)(6) 02-012-60-1280 - tru stem ext 12mm x 80mm (B)(6) 02-012-60-1680 - tru stem ext 16mm x 80mm (B)(6) 1400-ig - cemex genta high viscosity 40g kit (B)(6) 208-06-03 - cc distal fem augment sz 3, 10mm (B)(6) tpa-18 - cement restrictor small . The product associated with the reported event is within the scope of recall z-0021-2022; however, there is insufficient information to evaluate whether the subject issue of the recall was a cause or contributor to the reported event. Multiple MDR reports were filed for this event, please see associated reports: 1038671-2023-02133. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, disassembly, tibial loosening, and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Event description:
As reported via legal documentation, a patient had a right knee revision on (B)(6) 2015. Approximately 2 years and 4 months after the revision the patient had a second right knee revision on (B)(6) 2018. Patient experienced prosthesis wear, disassembly, tibial loosening, femoral loosening, osteolysis, pain and synovitis. On (B)(6) 2018 revision op report found that both the femur and the tibia were grossly loose and extensive bone loss on both sides. The patella component was securely fixed and was not revised. The patient was awoken and taken to the recovery room breathing spontaneously. There is no other patient demographic or medical history available. There is no information on the surgical procedure or patient outcome. There is no device return. There are no photos or other images of the device provided. No additional information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were corrected: d7a. The reason for the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, disassembly, tibial loosening, and femoral loosening or due to inclusion of the polyethylene in the packaging recall. Potential contributions of user and patient-related considerations to the event could not be assessed as the devices were not available for evaluation and images and radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.